Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2009 and on (B)(6) 2010 and mesh were implanted. It is reported that the patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported the patient has undergone multiple surgeries and revisionary procedures and it was reported that on (B)(6) 2011 the patient underwent mesh revision/removal due to mesh exposure. No additional information is provided at this time.